Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 347, 367, 231, 221, 216 and 229mg/dl. The customer¿s expected am fasting blood glucose test result range is 120-160mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 09/30/2023 and test strips were opened one week prior to call. The meter memory was reviewed for previous test result history: result 1: 347 mg/dl. Date: (B)(6). Time: 11:06am. Non-fasting. Result 2 : 367 mg/dl. Date: (B)(6). Time: 1:10pm. Non-fasting. Result 3 : 231 mg/dl. Date: (B)(6). Time: 7:34am. Fasting. Result 4 : 221 mg/dl. Date: (B)(6). Time: 7:21am. Fasting. Result 5 : 216 mg/dl. Date: (B)(6). Time: 7:11am. Fasting. Result 6 : 229 mg/dl. Date: (B)(6). Time: 7:11am. Fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned - product evaluation in-process. Manufacturer contacted customer in a follow-up call on 27-may-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated the replacement products did not resolve the initial concern, internal report reference number (B)(4).

Manufacturer narrative:
Sections with additional information as of 13-jul-2022: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and no defect found. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.